Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: (B)(6) and the controller (B)(6) were not returned for evaluation. Review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. There was no evidence that (B)(6) had previously been serviced by a medtronic employee. Review of the controller log files revealed one (1) controller power up with associated pump start event logged on 27/oct/2023 at 5:53:50, indicating loss of power to the controller. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 23% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 24% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for thirteen (13) seconds. One (1) electrical fault alarm was logged on (B)(6) 2023 at 23:59:07, due to an over current trip condition on the front stator, resulting in the pump running on a single (rear) stator. Additionally, thirty-nine (39) high watt alarm were logged since on (B)(6) 2023 due to the over current trip condition on the front stator. Log file analysis also revealed multiple reactivation events on 28/oct/2023 23:59:03, 23:59:07, and 23:59:11. One (1) vad disconnect alarm, indicating a physical disconnection of the driveline from the controller, was logged on (B)(6) 2023 at 13:42:10. A motor start event was then logged at 13:42:24 and another electrical fault alarm was logged at 13:43:48, due to an open phase on the rear stator, resulting in the pump running on a single (front) stator. This was then followed by three (3) exception events logged at 13:43:44, 13:43:48, and 13:43:52. Another vad disconnect alarm, indicating a physical disconnection of the driveline from the controller, was logged at 13:48:51 and a controller power down event was logged immediately after. A motor start event was then logged at 13:49:03. Log file analysis additionally revealed motor start events recorded on 15/mar/2021 at 3:08:42, 2/aug/2021 at 2:24:56, 25/aug/201 at 1:22:54, 7/sep/2021 at 19:38:14, 14/mar/2022 at 22:59:02, 2/apr/2022 at 9:53:52 ,6/may/2022 at 22:32:24, 10/jul/2022 at 16:43:58, 15/jul/2022 at 18:24:10, 12/mar/2023 at 20:07:12, 8/jul/2023 at 11:51:22, 27/oct/2023 at 5:53:54, 30/oct/2023 at 13:42:24 and 30/oct/2023 at 13:49:03 in which the motor start parameters were atypical. On-site inspection and visual evidence provided by the site revealed driveline discoloration, twisting and damage to a wire. The driveline wires are associated with the stators. Visual evidence provided also revealed foreign material on the driveline outer sheath, breaks in the driveline, and damage to the inner-lumen, leading to exposed wires. As a result, the reported events were confirmed. A driveline splice repair procedure was performed to mitigate the reported driveline cable damage conditions. Based on the available information, the most likely root cause of the reported electrical fault alarms high power consumption, high watt alarms, and observed reactivation events can be attributed to shorts in the driveline due to damage to the driveline cable wires; when the wires were left exposed, the wires may have come in contact with each other, which would trigger electrical faults due to a short circuit. The most likely root cause of the observed damaged inner lumen and driveline cable wires events can be attributed to handling of the device after the outer sheath damage left the inner lumen and driveline cables exposed. Based on historical review of similar events, the most likely root cause of the break in the driveline outer sheath and discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA: pr00551638 is investigating controller losses of power. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Additional products: d4: serial or lot#: (B)(6) h3: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #:  1420 / catalog #:  1420 / expiration date: 30-nov-2019 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 12-nov-2018 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) had above normal power with high watt alarms and was running on one stator which had a short. It was also reported the there were electrical fault alarms associated with two breaks in the driveline which had exposed wires and visible damage to the white wire at the lower level tear. It was noted that the driveline was "severely twisted" in the damaged area and was also discolored. A splice repair was performed in the operating room with anesthesia and the pump restarted on the patient's current controller without incident. This device is included in the subgroup 1 population for delay or failure to restart.  Review of log file data revealed multiple motor start events with parameters outside of expected range and the controller exhibited an unexpected loss of power.  The vad and controller remain in use. No further patient complications have been reported as a result of this event.